Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the paddle lead was replaced due to it being broken and twisted while the ipg was replaced per physician¿s preference. The patient was doing well following the procedure. Device evaluation indicated that the paddle lead bodies are severely tangled and twisted. The complaint of the four damaged contacts on the paddle lead was not confirmed. The paddle end portion of the lead was not returned.

Event description:
A report was received that the patient could only feel stimulation in the hip and buttock and not in the legs. X-ray was done and showed that the paddle lead was broken and that the bottom four contacts moved from the paddle. The patient will undergo a lead revision.

Event description:
A report was received that the patient could only feel stimulation in the hip and buttock and not in the legs. X-ray was done and showed that the paddle lead was broken and that the bottom four contacts moved from the paddle. The patient will undergo a lead revision.

Event description:
A report was received that the patient could only feel stimulation in the hip and buttock and not in the legs. X-ray was done and showed that the paddle lead was broken and that the bottom four contacts moved from the paddle. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.